Event description:
It was reported that the patient expired. The patient had a history of elevated pacing impedance and over-sensed noise, resulting in pacing inhibition on the right ventricular (rv) lead. It is not known whether the patient¿s death was related to their pacemaker. The physician speculated that the rv lead could have contributed to the patient¿s death.